Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise and undersensing. The patient was brought into the clinic and programming changes were made. The lead noise was noted to be reduced. The patient was stable.